Event description:
It was reported that a pump declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was able to resume insulin with the original cartridge after receiving tips from technical support on preventing altitude alarms. Additionally, plans for renewal were discussed, with agreements made to send insurance card pictures and confirm prescriber info.